Event description:
The customer reported that they needed to order a loudspeaker. No information was provided whether any sound was still coming from the device nor was the issue explained in detail. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.

Event description:
The customer reported that they needed to order a loudspeaker. No information was provided whether any sound was still coming from the device nor was the issue explained in detail. It was not confirmed if the devce was in use on a patient but no adverse event to patient or user was reported.